Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The t8 tip on the movable t8 component of the cardan coupling is broken off and is missing. The sidewalls on the movable component are bent outwards showing mechanical overload. Because of the damage and the missing portion the relevant dimensions cannot be verified anymore. As previously reported the device history record review shows that the device fully specifications at the time of manufacturing and distribution in november 2014. The microscopic investigation shows the typical fracture pattern of a forced rupture. With the available information we are not able to determine an exact root cause of breakage. However, the technique guide describes that the final tightening and removing of the locking screws must be done with additional instruments than the complained screw driver t8 self-hold angled w/sleeve. Not following the surgical technique may end in breakage of the screwdriver and could potentially harm the patient. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading. No manufacturing-related issue was identified and/or confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an anterior cervical decompression fusion (acdf) procedure, a screwdriver broke. The broken screwdriver remained with zero-p implant and in the patient. The patient condition is reported as stable. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: 13november2014. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.